Manufacturer narrative:
Feickert, s., et al. One year clinical and safety outcome of obese patients undergoing pulmonary vein isolation for atrial fibrillation with pulsed field ablation or cryoballoon ablation a propensity matched analysis. Heart rhythm, vol 22, issue 8, aug 2025, e328 to e335. As the adverse events were reported via literature article device return for evaluation is not anticipated. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc and was not available because the adverse events were reported via literature article. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported via literature that multiple serious injuries occurred. This retrospective, propensity matched, single center study evaluated the clinical and safety outcomes of pulse field ablation (pfa) compared to cryoballoon ablation (cba) in patients with atrial fibrillation (af) and a body mass index greater than 30. The pfa patient cohort was treated between november 2022 and september 2024 and the cba patient cohort was treated between january 2020 and september 2024. Procedure summary eighty-six (86) patients with persistent af underwent pulmonary vein isolation (pvi) via pfa using the farawave catheter. Patients underwent the procedure under deep sedation with fentanyl and propofol. Intravenous heparin was administered to maintain an activated clotting time greater than 300 seconds. Eight (8) applications of ablation were delivered per pulmonary vein with basket and flower configurations with minor adjustments of the farawave catheter as needed to maximize tissue coverage. Event summary of the 86 patients that underwent pfa using the farawave catheter eight (8) experienced post procedural recurrence of atrial tachycardia and thirteen (13) experienced post procedural recurrence of atrial fibrillation. One (1) patient experienced a pericardial effusion which required a pericardiocentesis. No further information on the status of the patients is available.